Manufacturer narrative:
(B)(4).

Event description:
Procedure: pulmorrhaphy. According to the reporter: the device was used with neoveil (absorbable reinforcing sheet). After the 2nd firing, malformed staples were found on the distal end. Opened new device to complete procedure. There was oozing. Tissue was additionally resected. While firing, handle worked normally and staples were fully applied. There was no problem with return knob and jaws, but it was confirmed the anvil was curved. And after firing, handle could be squeezed again.